Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 901 mg/dl. Cause of high bg was not known. Customer performed a supply change and administered boluses via the pump to address the issue. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with "mdi" and intravenous medication; nature of medication was not known. Customer was discharged 4 days later with no permanent damage. Reportedly, "hospital staff could not control her bg's very well" and customer "monitored her own bg and resolved at home". Customer reverted to alternate method of insulin therapy.